Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of a concomitant device resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the patient was in ventricular tachycardia (vt) and the concomitant device delivered pacing resulting in the arrhythmia to be terminated. Rhythmcare then confirmed the device algorithm identifies the arrhythmia and once the criteria is met, the device will charge and deliver a shock. Although the arrhythmia was terminated, prior to the shock, the shock criteria was fulfilled, therefore the shock was delivered. This device remains in service. No adverse patient effects were reported.